Event description:
It was reported that the pump screen will not turn on. The customer's blood glucose (bg) level subsequently increased; bg value was not provided. Insulin was administered via a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred, not that the pump screen will not turn on.

Manufacturer narrative:
B5, h6 (remove code 1476, add code 1503)